Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts and a keypad button response issue. This report is made based on results of investigation completed on 11/15/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/15/2013 with the following findings: during investigation, the pump cover was removed and evidence of contamination was found under all key contacts. During testing, the ok, contrast, and up arrow keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The keypad cover was peeling and lifting from below the ok button extending to the up arrow button, exposing the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.